Event description:
It was reported to a physio-control customer service representative that no shock could be delivered with the customer's device, during treatment of a patient. The patient had been on cardiopulmonary bypass and the device user intended to deliver a synchronized shock with internal defibrillation paddles to re-initiate the patient's heartbeat. A back-up device was used, when the first device did not deliver the shock. There was no negative patient outcome.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported issue. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. A cause of the reported issue could not be determined.